Event description:
It was reported by the customer that the patient was in a sinus rhythm and then went into ventricular fibrillation. Three shocks were delivered with the device using internal paddles. On the fourth attempt, the device failed to deliver energy. The nurse disconnected and reconnected the internal spoons from the internal handles. At that time, the fourth shock was delivered to the patient. After the fourth shock, the patient converted back to a sinus rhythm. The customer did not have another device available for use at the event. There was no significant delay in treatment of the patient. The physician reported that a similar event occurred previously with another patient but there were no details regarding the event. There was no reports of adverse effects to either patient due to the device use.

Manufacturer narrative:
(B)(4) the initial medwatch report reads: "physio-control evaluated the device and verified the reported failure. The cause for the malfunction was determined to be a worn therapy connector that was making an intermittent connection and disabled energy delivery. Physio will replace the therapy connector assembly to resolve the failure and confirm proper device operation through functional and performance testing. The device will be repaired and returned to the customer for use." The initial medwatch report should read: "physio-control evaluated the device and was unable to verify or duplicate the reported failure." Additional information: the therapy connector assembly was replaced as a precautionary measure due to wear. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed therapy connector assembly at the failure analysis center however only wear was observed. The therapy connector assembly functioned properly during testing.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The cause for the malfunction was determined to be a worn therapy connector that was making an intermittent connection and disabled energy delivery. Physio will replace the therapy connector assembly to resolve the failure and confirm proper device operation through functional and performance testing. The device will be repaired and returned to the customer for use.